Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The device history records could not be reviewed as the lot number associated with the reported event is unknown. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known post-operative procedure-related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. As the reported even is a result of a procedure-related complication, the root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported in a journal article that one patient, within the pcl preservation group, underwent an initial knee surgery and subsequently experienced manipulation under anesthesia. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown persona articular surface - unknown unknown - unknown persona tibial component - unknown g2: journal article citation: guild, g., mcconnell, m. J., najafi, f., naylor, b. H., decook, c., & bradbury, t. (2024). Pcl preservation vs. Pcl sacrifice: comparing patient outcomes in medial congruent total knee arthroplasty. The journal of knee surgery. Https://doi.org/10.1055/a-2379-6488. H6: mechanical (g04) - femur customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.